Event description:
An eye care professional (ecp) reported that in 2011, he had a pt who had a para central corneal ulcer, which he believed to be of bacterial or fungal etiology. The pt was referred to a corneal specialist, who successfully treated the pt. No additional information was provided regarding treatment prescribed. Additional information was requested but not received.

Manufacturer narrative:
(B)(4).: the lot number was not provided and the complaint sample was not made available for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. The package label stated, the eye care professional should establish an extended wear period up to 30 continous nights that is appropriate for each pt. Once the lens is removed, the pt's eyes should have a rest period with no lens wear of overnight or longer, as recommended by the eye care professional. The eye care professional should review the following instructions with the pt: lenses must be cleaned, rinsed, and disinfected each time they are removed, for any reason. If removed while the pt is away from the lens care products, the lenses may not be reinserted, but should be stored in a lens case filled with the recommended storage solution until they can be cleaned, rinsed, and disinfected. Cleaning is necessary to remove all traces of the cleaner and loosened debris. Disinfecting is necessary to destroy remaining microorganisms. Lenses must be cleaned, rinsed, disinfected, and stored in accordance with the package labeling of the lens care products recommended by the eye care professional. (B)(4).